Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed the a loose grip cable at the distal idlers. The idler pulley spun freely and was not damaged. Upon opening up the instrument's housing, a broken grip cable was found causing the alleged loose wire by the instrument's tip area. Engineering also noted corrosion on the clamping pulleys and orange color residue around clamping pulley around the bearings. The screws were found to be secured. Evidence not conclusive, but damage most likely due to improper cleaning. Additional observation that was not reported by the customer were pulley and main tube damages. Engineering noted an indentation at the edge of the distal pulley. There were also visible scratches on the surface of the pulley. The distal end of main tube had various scratch marks showing light material removal. Scratches were short in length and not axially aligned with the tube. Engineering concluded that pulley and main tube damages may likely be due to mishandling. The cleaning and sterilization user manual specifically states: when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si surgical procedure, the user facility reportedly identified a thread that came out of the large needle driver instrument's wrist. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.